Manufacturer narrative:
Additional information has been requested; the physician has declined to provide additional information. The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observations. If new information is received, or if the device is returned for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implantation and mitral valve repair using this annuloplasty band in the mitral position using a minimally invasive technique, re-intervention was undertaken after the echocardiogram showed aortic insufficiency. After the re-intervention, the aortic insufficiency persisted and an aortic valve replacement was undertaken via sternotomy. Two days following this procedure, the patient expired. No device relationship and no specific cause of death was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.